Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was a change in stimulation. The rep reported that the patient stated that he was bending over and ¿felt something pull, then had a change in stimulation.¿ the rep reported that the healthcare provider (hcp) obtained an x-ray and it appeared that the lead had not migrated. The rep reported that electrodes were checked and it showed that impedances were high on the leads. The rep reported that the patient was going to see the hcp for a surgical consultation to have the leads revised. No further complications were reported.